Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during a lumbar discectomy surgery an instrument's tight screw fell off. It was replaced with a new one to complete the surgery. The patient¿s current status was ok.

Manufacturer narrative:
Additional information:the device has been returned to the manufacturer for evaluation. Visually confirmed the instrument handle screw is missing. No additional defect could be identified visually or functionally. Optical inspection of the screw hole and the surrounding surface did not reveal witness marks or other indications regarding the mechanism of failure. This instrument is designed to be disassembled for cleaning purposes. The manufacturing lot code suggests that the instrument may have been in use for some time, making it unlikely that this is a manufacturing issue. No evidence was found that would suggest a defect in manufacturing or processing of the instrument. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.